Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (moisture ingress) issue. The reporter stated the pump would reboot without user intervention and noted corrosion on the battery compartment threads. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation follow-up #1 submitted 05/12/2013: the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: no defect was found. Reboots are observed in the black box. No damage found to the battery compartment. No evidence of moisture damage observed. No leaks found during leak testing. Battery cap was not returned with pump for investigation. A test cap was used for all investigation steps. Test cap able to attach securely to pump. Pump powers on normal with no alarms. Pump was exercised for 24 hrs with no power issues or alarms occurring. Pump was opened; no evidence of moisture damage found, no damage found to power circuit. Animas has conducted a review of the device history record for this pump.